Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress), had a breached cut, and had a cosmetic depression. The inner insulation was torn and had a breached cut. The lead was stretched and visual analysis revealed apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high impedances and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.